Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. A review of the device activity logs showed the energy delivered was within specification based on impedance calculation. The device was recertified and returned to the customer. Per the r series operator's guide, the expected delivered energy at 200j with a 50 ohm load is +/- 15% of 230j (195.5j-264.6j). Analysis of reports of this type has not identified an increase in trend.